Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. As part of the manufacturing process, the units go through a balloon inflation and visual inspection. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Event description:
As reported, during use in patient of this swan ganz catheter, the balloon burst. In addition a pin was damage. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, the balloon was found ruptured at the central area and the balloon edges did not appear to match up at the ruptured region.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report was confirmed. As received, during visual observation balloon was found ruptured at the central area. The balloon edges did not appear to match up at the ruptured region. All through lumens were patent without any leakage or occlusion. One of thermistor connector pins was observed to be bent. It was unable to connect the thermistor connector to 70-cc2 cable. After straightened the pin, it was able to connect it to the cable. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 minutes without error. No other visible damage or abnormality was observed from catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.